Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed, and functional testing was performed. The cause was identified to be the interconnect board and was replaced. The device then passed all testing.

Event description:
It was reported that the device's primary audible alarm repeatedly alarms after gluing j9 connector. There was no patient involvement.